Event description:
Reporter noted the unit froze during surgery after using remote control to turn on lights and change settings at the beginning of the case. The eye became soft, and they injected two vials of perfluorocarbon liquid to maintain pressure while they switched out units to complete the case. Pt reportedly recovering well; no injury occurred.